Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noisy image, scope communication error code e216 and white residues on the air/water channel both sides. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. For the remaining findings (noise, error e216) the most probable cause of the complaint was traced to component failure. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.